Event description:
The rn states that he observed arching (bright light) at the electrical outlet. The rn and rt pulled the bed away from the wall dislodging the bed plug from the electrical outlet in the wall. The fire subsided and the unit was smoke filled.